Event description:
During a robotic whipple, the vessel sealer extend was noted to have broken cables/fibers at the jaw. Item tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned.